Manufacturer narrative:
The user experienced hyperglycemia resulting in hospitalization while receiving automated insulin delivery with the ilet. This situation can result in acute metabolic disturbance requiring hospitalization and is consistent with the reported admission for management of starvation ketoacidosis in the setting of an acute gastrointestinal illness. Review of the reported information indicates the hospitalization was attributed to a stomach virus with associated starvation ketoacidosis, and the ilet was utilized during hospitalization to manage blood glucose levels. No device malfunction was identified. A follow-up MDR will be submitted if additional information becomes available.

Event description:
It was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of approximately 300 mg/dl. The user was hospitalized, where the user was diagnosed with starvation ketoacidosis, treated with IV fluids, and discharged (B)(6) 2025. No long-term health effects were reported.